Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegation of air and water leakage was due to a pinhole on the connecting tube. This pinhole resulted in water tightness being lost. During evaluation it was identified that the connecting tube had coating peeling from deterioration. The evaluation revealed additional findings and are as follows: (a.) The adhesive on the bending section cover (a-rubber) had a chip, (b.) Due to a dent on bending tube, bending angle in the up direction exceeded the standard value, (c.) The connecting tube had a dent, (d.) Indication on the light guide connector was unclear, (e.) The angulation lever had discoloration, (f.) And the venting connector under the grip had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope, experienced air and water leakages. It is unknown when the event occurred. There is no report of patient or user harm associated with the event. Subsequently, the device was inspected on return to olympus, and it was discovered that the connecting tube had coating peeling. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.